Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During the procedure, it was reported that the device twisted upon deployment and was removed from the patient. No injury was reported with the patient as a result of the procedure.